Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device did not power off when the lid was closed. Also, the device would not power on when the lid was opened. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the reed switch not being in the correct position. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the device did not power off when the lid was closed. Also, the device would not power on when the lid was opened. There was no report of patient use associated with the reported event.